Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized for a routine device replacement and during device interrogation the shock impedance was observed to be out of range. Therefore, an integrity test was performed. A 1.1j shock returned with in-range shock impedance while a 41j shock returned with out-of-range shock impedance. It was noted the shock impedance had been out of range for the entire previous year, although no noise was present. Therefore, the physician decided to keep the patient monitored in order to choose the best treatment option (lead revision or subcutaneous ICD implant). At this time, there is no evidence to suggest intervention has been performed. This ICD remains in service. Additional information received indicates the patient underwent a revision procedure, and this ICD was explanted and replaced as part of a routine replacement. The patient's rv lead was also replaced during this same procedure. Besides intervention, there were no other adverse patient effects reported. At this time, product return is not indicated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized for a routine device replacement and during device interrogation the shock impedance was observed to be out of range. Therefore, an integrity test was performed. A 1.1j shock returned with in-range shock impedance while a 41j shock returned with out-of-range shock impedance. It was noted the shock impedance had been out of range for the entire previous year, although no noise was present. Therefore, the physician decided to keep the patient monitored in order to choose the best treatment option (lead revision or subcutaneous ICD implant). At this time, there is no evidence to suggest intervention has been performed. This ICD remains in service. Additional information received indicates the patient underwent a revision procedure, and this ICD was explanted and replaced as part of a routine replacement. The patient's rv lead was also replaced during this same procedure. Besides intervention, there were no other adverse patient effects reported. At this time, product return is not indicated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized for a routine device replacement and during device interrogation the shock impedance was observed to be out of range. Therefore, an integrity test was performed. A 1.1j shock returned with in-range shock impedance while a 41j shock returned with out-of-range shock impedance. It was noted the shock impedance had been out of range for the entire previous year, although no noise was present. Therefore, the physician decided to keep the patient monitored in order to choose the best treatment option (lead revision or subcutaneous ICD implant). At this time, there is no evidence to suggest intervention has been performed. This ICD remains in service.